Event description:
It was reported that a cartridge alarm intermittently occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was 65-200 mg/dl.